Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused-single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The technical service representative (tsr) assisted the patient to clear the an unrelated alarm and advised the patient to start over using all new supplies. However, the patient refused to set up again and informed the tsr he was using the same supplies again. Should additional relevant information become available, a supplemental report will be submitted.